Event description:
Was called by implanted defibrillator monitoring service that my unit had discharged and asked if I was felling well. I told them I was just fine. I asked what should have happened and was told that should have felt like a horse kicked me in the chest. I told them that I had felt nothing. I was at my desk when this happened with a cup of coffee in my hand.